Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Unit passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported via phone call, that the buttons on the insulin pump are unresponsive. It was also reported that the customer received a button error alarm. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.